Event description:
It was reported that when the patient presented for routine follow-up, auto mode switch episodes were observed secondary to retrograde conduction. Pmt episodes were also observed. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.